Event description:
Twenty-two years ago, I went for a consultation with dr. (B)(6) plastic surgery specialist in nearby (B)(6) to inquire about getting a lift. He convinced me to get implants saying that it was less invasive, would produce less scarring and recovery time was shorter. On (B)(6) 1999 I received my mcghan style 468 350 cc implants. Mcghan rtv saline-filled mammary implants became allergan natrelle saline-filled breast implants, which I just discovered have been recalled. Since my breast augmentation, I have experienced a multitude of symptoms and health concerns that have greatly affected the quality of my life. They are as follows: chronic radiating and sharp pain in both breasts; burning sensation around implant and underarm, chest discomfort, shortness of breath, swollen and tender lymph nodes of breast and underarm oftentimes sore to the touch, I delayed undergoing mammography which became too painful and the results with implants inaccurate. This concerned me, as I am aware of the importance of a mammogram to diagnose breast cancer at an early stage when it can be treated more effectively. Removal would allow future mammography screenings to be less agonizing and more precise. Additionally, after years of exhaustive research, doctor and specialist appointments, a multitude of labs and tests with inconclusive results, and a cabinet full of prescription and over-the-counter medication, I sat in my car outside the (B)(6) center, my skin literally peeling off for no particular reason, sobbing hysterically. I called my daughter (B)(6) rn, who is the most caring and compassionate human ever, and told her I could not live in this body anymore. I was so tired of not being heard, brushed off and ignored with absolutely no answers. As a last-ditch effort, I lingered six long months for an opening with a neurologist at (B)(6) in (B)(6). After a complete and thorough examination at my (B)(6) 2021 appointment, dr. (B)(6) , (B)(6) indicated that my symptoms could very well be related to my breast implants. At my (B)(6) 2021 consultation with dr. (B)(6) to discuss the medically necessary removal of my breast implants, the obvious capsular contracture and pain I was experiencing were briefly addressed. My mention of additional illness was acknowledged, but not particularly valued at this time. All I knew is that I wanted those toxic bags of chemicals out, and the sooner the better. My body was weary of fighting this lethal infection. The following is a list of my additional symptoms which were worsening by the day: numbness and tingling of extremities, symptoms and diagnosis of autoimmune disease, hormonal imbalances resulting in physical and emotional issues, migraines; fibromyalgia signs, brain fog, joint and muscle pain, extreme fatigue, continual throat clearing, coughing choking, acid reflux, gerd; skin itching, rashes and peeling, severe vertigo, heat intolerance, persistent bacterial and viral infections, kidney problems, constant uti and yeast infections; ear ringing, metallic taste in mouth, blood pressure concerns, depression, anxiety, panic attacks since explant; my breasts no longer hurt, I have discontinued all medications and am slowly healing and detoxifying my body. This is my journey to restored health and a better life. Breast implant illness is real and perhaps it's testimonies such as mine that will help to acknowledge this. I appreciate that the FDA has taken new actions to strengthen breast implant risk communication, updated the labeling of saline-filled and silicone gel-filled breast implants, and continue their research of breast implant illness as a formal medical diagnosis. FDA safety report ID # (B)(4).